Event description:
It was reported that the left ventricular (lv) lead had failed to capture. Additionally, there was pocket stimulation and high capture thresholds. The boston scientific representative reprogrammed the cardiac resynchronization therapy pacemaker (crt-p) and noted there was capture. The lead remains in use. No adverse patient effects were reported.